Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. It was noted that the device was left implanted. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that there was a revision of a right ceramic on ceramic hip due to squeaking. Intraoperatively the neck was impinging on the metal ceramic ring. Third party debris causing metal transfer to the head and shell. Both the trunnion and metal shell showed signs of wear. Stem was left in.

Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a revision of a right ceramic on ceramic hip due to squeaking. Intraoperatively the neck was impinging on the metal ceramic ring. Third party debris causing metal transfer to the head and shell. Both the trunnion and metal shell showed signs of wear. Stem was left in.